Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: during use it was reported that three 30 ml syringes did not work in the syringe pump during the day, so no medication was administered to the patient. The situation was noticed during anesthesia. (B)(6) 2025, no patient harm. Response received on 12/15/2025. 1. Could you please confirm what kind of drug was used? Propofol. And its rate of infusion? I do not know. 2. Could you please confirm if any physical damage or deformity was observed in the product? No, I asked the customer and syringes seemed to be ok, but when they started the anesthesia, syringe did not work. There is no product sample available. 3. Could you please confirm does the syringe pump generated an alarm when a syringe was not functioning or medication was not delivered? Pump gave an alarm. 4. Could you please confirm what was the outcome of the patient not receiving the medication? They had to chage syringe and start all over. 5. Could you please confirm was there a delay in treatment, if yes, how long? Yes, there was a delay, but customer did not track the time, how long the delay was. 6. Could you please confirm did the patient receive the medication? If so, what did the customer do to ensure they did? Did they use a different syringe? Patien did get the medication, they chage to different syringe. 7. Could you please confirm have these syringes been used with this pump before? Yes, they have. 8. Could you please confirm what pump was in use? Was it a bd pump? No, they use b. Braun pumps. 9. Could you please confirm was there any damage to the syringe? I do not know, there are no samples. 10. Could you please confirm did the pump alarm? Yes, the pump did alarm.

Manufacturer narrative:
Investigation results: there was a lack of photographic evidence or physical samples provided for the investigation regarding the reported issue. A comprehensive review of the history related to syringe 30ml ll lot 2507044 was conducted, which showed no deviations or non-conformities associated with the alleged defect. Six retained samples underwent further analysis, and visual inspections confirmed that none of the reported defects could be reproduced. The plunger exhibits normal movement when actuated manually, indicating that the silicone is correctly distributed. In order to evaluate the plunger movement and the functional performance of the syringe, two mechanical tests were conducted: break-out force and sustaining force, in accordance with procedure. In addition, silicone content quantification was performed on each sample in accordance with procedure. The results obtained are within the established specification limits. The product undergoes inspections at various stages throughout the manufacturing process to ensure its quality and functionality. Based on the current information, we are unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor any complaints associated with this device and the reported condition for potential emerging trends.

Event description:
No additional information.